Event description:
The event occurred between in aug 01, 2025 to aug 06, 2025 and involved a mic1o2¿ valve (blue) w/check valve, rotating luer. It was reported during infusion, there was a leakage from the side tube. The set was replaced with no further issues. There was patient involvement and no harm reported. There were 2 defective devices reported.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. Additional reporter: (B)(6).

Manufacturer narrative:
A photo was returned showing leakage from the side port on the 01c-smv3v 1o2 valve. Received two (2) used 01c-smv3v for inspection. No defects or anomalies noted. No mating devices were returned for inspection. The set was leak tested per product specifications. There was no leakage anywhere or through the side ports. The reported complaint can be confirmed from the photo provided. The probable cause is unknown. The complaint was unable to be replicated. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.